Event description:
A biomedical engineer reported that the footswitch was working intermittently during the surgery, causing the phaco to stop momentarily. The surgery was completed with the same equipment. There was no harm to pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).